Manufacturer narrative:
A direct correlation between the device and the patient¿s expiration could not be conclusively determined. It was reported that the patient was found expired at home on (B)(6) 2018. No alarms were active when the patient was found, and no log files were available for evaluation. The cause of death is reportedly unknown. No device related issues were reported and the device was not explanted for evaluation. Death is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was found expired at home on (B)(6) 2018. No alarms were active when the patient was found. The patient was recently hospitalized due to thyroid issues. It was reported the cause of death was unknown. No additional information was provided.